Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error 121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Exterior visual inspection: fail - broken lcd screen. The receiver log was reviewed and no errors were observed. The customer complaint was not confirmed because there were no firmware errors present in the log. The reported event of an error icon display was not confirmed during log review. A root cause could not be determined.